Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with five ecr60g cartridge present. The cartridges reloads were received fully fired and without any apparent damage. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # n5463f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Additional information was obtained: during third firing of the device at stomach tissue (middle of the gastric curvature) the device fired normally but it was noticed that the staple line at the resected part of the stomach was completely insufficient. No staple could be seen at this part of the staple line. Cutting line was ok. Other side of staple line (gastric sleeve) was also ok and staples show a proper b-form. Leakage test was ok. Stomach tissue was normal. Seamguard buttressing material was utilized for the staple line. Very experienced user. No negative consequences for the patient.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after third reload incomplete staple line (no staples at the part which got removed), no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Lot #: n4ld4m. Batch #: n54537, manufactured date: 04/01/2016, product exp. Date: 03/01/2019. Batch #: n54687, manufactured date: 04/07/2016, product exp. Date: 03/07/2019. Batch #: n5462a, manufactured date: 04/04/2016, product exp. Date: 03/04/2019. Batch #: n5455l, manufactured date: 04/01/2016, product exp. Date:03/01/2019. Batch #: n5447h, manufactured date: 03/30/2016, product exp. Date: 03/28/2019. Photos were received for review: picture one shows a front view of the cartridges reloads, the reloads seem to be fully fired as most of the drivers are visible, the sled can be seen at the top of the reloads which is also an indication of a fully fired cartridges. Picture two shows tissue and a tweezers holding the part that appears to be open, however some staples that can be appreciated on the pictured can be seen to be fully formed. Picture three shows the tyvek of an ecr60g reload, lot# n4ld4m. Based on the photos alone, the event description cannot be confirmed as the reloads appears to be in good condition, fully fired and with no indications of damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.